Event description:
Promus element plus clinical study. It was reported that angina and restenosis occurred. On (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was de novo lesion located in the distal left anterior descending artery (lad) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.30 mm. The lesion was treated with pre-dilatation and with stent placement using a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. On (B)(6) 2013, the patient presented with accelerated unstable angina and was hospitalized immediately. The 80% stenosis of proximal lad was treated by angioplasty. Following post dilatation, residual stenosis was 0%. Simultaneously, non target vessel proximal circumflex was also treated with placement of unknown drug eluting stent. One day post procedure, the event was considered as resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that one day post index procedure the patient was discharged on aspirin and clopidogrel. In addition, the patient presented with shortness of breath which was diagnosed with unstable angina. Subsequently, the subject was referred for cardiac catheterization and coronary angiography was performed. Also, non target vessel revascularization (non-tvr) was performed in the 90% stenosed proximal circumflex. The lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.